Event description:
The pt experienced a loss of stimulation. Intraoperative testing of the electrode showed the lead to be okay. The physician decide to replace the extension. There was no pt injury. The pt was reported to be doing "o.k." Following the replacement.